Event description:
It was reported that the user experienced repeated occlusion alerts on the insulin infusion system that persisted despite dismissing the alarms and resuming insulin delivery, and upon changing supplies the user found a bent cannula on the infusion set (reported on a separate case), after replacing the infusion set, the occlusion alerts ceased. Symptoms included no reported hypoglycemia or hyperglycemia related to the occlusion alerts. Outcomes included no emergency treatment or hospitalization and no additional assistance required. Investigation included troubleshooting and education with the user. Investigation of this case revealed an infusion set cannula deformation consistent with a delivery pathway obstruction, which resolved with infusion set replacement, indicating an occlusion at the cannula as the probable source. It was concluded, based on previously established findings for similar reports, that the cause was user supply issue related to a bent cannula leading to transient occlusion.

Manufacturer narrative:
Initial.